Manufacturer narrative:
(B)(4), the batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. Due to no actual sample returned for this investigation, any further investigation was not possible. Moreover, simulation test has been carried out based on representative sample from production, there is no abnormalities found. Therefore, this complaint could not be confirmed.

Event description:
Catheter inflated with recommended 1.5ml of sterile water by surgeon. Balloon of catheter slit while in patient. Catheter and balloon removed in entirety from patient. Surgeon states he is confident balloon removed completely, all pieces, from patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Catheter inflated with recommended 1.5ml of sterile water by surgeon. Balloon of catheter slit while in patient. Catheter and balloon removed in entirety from patient. Surgeon states he is confident balloon removed completely, all pieces, from patient.